Event description:
It was reported that a patient presented with inappropriate therapy resulting from incorrect interpretation of signal. Programming changes were recommended. No adverse symptoms were noted.